Event description:
It was reported the physician inadvertently injected local anesthetic into the pt's epidural space during a trial lead placement procedure. The pt became numb from her upper back to her feet. The numbness subsided after approx 45 minutes. The physician proceeded with the lead implant procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.